Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). It was reported that the patient had pain at the surgical pocket and battery migration. The patient had reported to the healthcare provider (hcp) about a month ago that the battery for their scs system had shifted since their last surgical procedure, which was not related to the scs device. The patient was complaining of surgical pocket pain. The patient reported attempting to make an appointment to see their healthcare provider (hcp) again to discuss the issue. The patient was able to get an appointment on 5/30/18. The patient had office visit on (B)(6) and no further info was available. No further complications were reported or anticipated.